Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier instrument was not working properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The large clip applier instrument was analyzed and found to have a broken input disk. Input disk #6 was found completely detached from the base of the housing. The grip input disks were manually articulated, and the grip tips did not respond accordingly due to the broken input disk. The instrument exhibited imprecise motion as a result of the broken input disk. Hairline cracks were found on grip input shaft #7. The complaint was confirmed by failure analysis.